Event description:
A dermatome was sent in for repair and experienced multiple delays. The device was repaired and returned to user facility but the plastic surgeon continued to experience problems with the unit. The product specialist has been in contact with the plastic surgeon. Additional information has been requested. Additional information was received in 2003. The business manager reported a new blade is used each time the dermatome is used, this is their policy. The dermatome did malfunction while in use with a patient causing patient injury and a delay in the surgical procedure. The dermatome has not been replaced with a new one.